Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was reported that the patient felt shocks from her pump periodically. This occurred sometimes during programming, and during the ¿cold months.¿ it was later reported that the patient had three shocks from the pump over a three month period. The patient was noted to have used an electric wheelchair. Additional information received reported that the patient was again feeling a shocking feeling coming from her pump. This had happened about once per week over the past 3-4 weeks. It was noted this occurred one time while the patient was lying in bed and the others while she was in her wheelchair. The healthcare provider (hcp) reported that the pump was running fine and did not think it was the pump. There have been no alarms and volumes at refill were good. The pump was working well to provide therapy and the patient did not want to live without it. An abdominal computed tomography (CT) and magnetic resonance imaging (MRI) had been done and "everything had come back crystal clear." The hcp mentioned that she could hear the pump ticking. It was again reported that the shocking only happened in the wintertime. Additional information received reported that the pump was explanted due to battery depletion and the pump shocking the patient. The patient recovered without sequelae. The pump system was being used to infuse lioresal.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.